Event description:
Customer reported unexpected negatives on capture-r ready ID (crrid) for a prenatal patient that had an acquired d by administration of rhogam. Antibody screen on the echo was positive.

Manufacturer narrative:
The package insert for capture contains a limitation that passively administered anti-d may fail to react by capture, even though the antibody can be detected by an alternative technique.